Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left c3 segment. The max diameter was 12mm, and the neck diameter was 8mm. The blood vessel diameter in the landing zone was 4.0mm distal and 4.5mm proximal. The patient's vessel tortuosity was strong. It was reported that expansion failure occurred at the tip when placing the third pipeline. The third was intended to be connected after removing the sleeve in the middle of m1 and confirming tip expansion, but the tip did not expand (the middle part of m1 had minimal tortuosity). Due to the lack of expansion at the tip, deployment was attempted to the middle part of the pipeline, but the tip remained unchanged. It was withdrawn along with the microcatheter, and upon replacement with the same product, placement was successfully achieved. More than 50% of the pipeline was deployed when it failed to open. The pipeline had been resheathed 2 or less times. It was noted that they had used additional wires or catheters in an attempt to open the device. The patient did not experience any health damage. Angiographic results post procedure showed no problems. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Supplemental was submitted for additional information: b5, b9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the position of the aneurysm is "c3" classified as fisher. The c5 side fall under the bouthillier classification. There were no abnormalities with the pipeline delivery wire, and the tip of the stent was frayed. As per the surgeon's comment, that there was resistance at the time of delivery in all of the pipelines, all of them felt much heavier than usual. It does not seem that the resistance was particularly strong only for the product with the defect (the first one ped2-475-16). The cause of the event was determined.

Manufacturer narrative:
Product analysis: ¿ as found condition: the pipeline flex shield embolization device was returned for analysis withing shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield outer carton. The pipeline flex shield device was returned within the introducer sheath. However, the distal braid, sleeves and tip coil were deployed from the introducer sheath. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield device was pushed out from introducer sheath without any issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.